Manufacturer narrative:
Pump passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarms anomalies noted during testing. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for a21, a17 alarms complaint. Cut and open the pump to inspection no moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: scratched case, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, cracked case at display window corners, broken belt clip slot, stained address/serial number label, stained end cap sticker, cracked reservoir tube window, cracked case reservoir tube window corners. Pump passed all required test. No unexpected a17 and a21 alarms anomalies noted during testing (not confirmed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer customer reported receiving a pump alarm. Customer was able to clear the alarm. The customer reported no adverse event. The event involved product(s) mmt-723rnas troubleshooting was performed. No harm requiring medical intervention was reported. The customer would dis-continue the use of the device. Product mmt-723rnas was returned for analysis.